Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners, and battery tube threads.

Event description:
The customer reported via phone call that she was having issues with the insulin pump's buttons. The insulin pump fell while she was in the restroom. The act button was stuck and did not respond. Customer's blood glucose level was 100 mg/dl. The customer received an alarm that she was unable to clear. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.